Event description:
It was reported that the patient was feeling pocket stimulation from the implantable pulse generator (ipg). The ipg was reprogrammed so that the patient would not feel the pacing output. The ipg was later removed and replaced for elective replacement indicator (eri). It was also reported that lead warnings triggered on the right atrial (ra) and right ventricular (rv) leads. The rv lead was found to have high lead impedance, no capture, and no sensing. The rv lead was also noted to have intermittent oversensing, was sensing noise, and was suspected to be fractured. The rv lead was extracted and a new lead was implanted. It was further reported that the ra lead had low lead impedance, high pacing thresholds, and was sensing noise. The ra lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the outer insulation of the lead developed a breach due to a depression while in vivo, and was observed to have blood ingression. Concomitant medical products: a 5076-45 lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.